Event description:
It was reported that the physician was post dilating a stent in the right common iliac vein, with a pta balloon. The procedure was successful, however, when he retracted the balloon there was a longitudinal rupture and some shredding. They think that the stent tore the balloon. The physician does use an inflation device, brand unknown. There was no injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was received and evaluated. Upon inspection of the returned sample, the bifurcate, hub and shaft of the catheter appeared clean and intact. The refold tool was missing. A visual inspection of the balloon bonds showed they appeared intact. There was evidence of a burst and disrupted fibers on the balloon at the proximal cone-body transition. The composite layer of the balloon just distal of the proximal cone-body transition was damaged. It looked as though the outer layer of the material and fibers were somehow pulled back for approximately 1cm. The material appeared to have been caught and dragged on something, possibly the stent as was reported by the user facility. This is the only complaint reported to date for this manufacturing lot number. The result of the investigation was confirmed for a longitudinal balloon rupture. The use of this device to dilate a stent is considered to be an off label use for this device. This device has not been tested or validated for use to dilate stents. The current IFU (instructions for use) indications: atlas pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries.